Manufacturer narrative:
The set screws were returned and examined by (B)(4). It was noted that the underside of the set screws exhibited wear patterns atypical of the type of wear seen on samples which have been subjected to standard locking/final tightening conditions. A series of tests were conducted in an attempt to generate failure of the screw construct and replicate the wear patterns to assign a root cause. All tests were unable to produce a failure of the set screw or construct and were also unable to replicate the wear patterns noted. It therefore appears that the set screw failures may be a result of atypical loading or due to a surgical technique outside the bounds for which the screw was designed.

Manufacturer narrative:
An evaluation is not possible at this time. The suspect arsenal implants have not been returned nor have the identifying lot numbers been provided. The sale rep believes the explanted devices may have been discarded by the user facility. 47008-30; arsenal offset connector, 30mm (ti-6al-4v eli) was also removed at the same time as the set screws. The arsenal spinal fixation system is intended for posterior, non-cervical, spinal fixation as an adjunct to fusion for the treatment of degenerative disease, deformity, and trauma indications. The arsenal system consists of a variety of shapes and sizes of rods, screws, and connectors that provide temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The screws and connectors are manufactured from surgical grade titanium alloy (ti-6al-4v eli). The rods are available in commercially pure titanium, titanium alloy, and cobalt chrome (cp ti grade 4, ti-6al-4v eli, and co-28cr-6mo).

Event description:
A (B)(6) male patient underwent revision surgery on (B)(6) 2015 to remove and replace 11 arsenal set screws and one offset connector. The set screws had popped off at the offset connector and the s1 screw on both the right and left sides. The arsenal spinal fixation system was originally implanted on (B)(6) 2015.

Manufacturer narrative:
It was initially reported that the sale rep believed the explanted devices had been discarded by the user facility. On november 24, 2015 alphatec received medwatch report number 1601530000-2015-0005 from the user facility; device available for evaluation. The user facility was contacted and the implants returned to alphatec on december 7, 2015. A total of 11 arsenal sets screws and 1 offset connector have been returned for evaluation. In addition to the 10 units identified; one (1) piece part# 47127; set screw lot# 695622 manufactured 8/20/2015. One (1) piece part# open offset connector lot# 7293403 manufactured 10/31/2014. The arsenal spinal fixation implants are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.